Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, approximately four minutes into the ablation phase, a "fluid loss" alarm message occurred. The procedure was completed with no additional alarms and it was confirmed no cervical leak occurred. Three days post-op, the patient was admitted to the emergency room due to abdominal cramps. A CT scan diagnosed "free air" in the abdomen and the patient was hospitalized immediately. A laparoscopy identified a 2 mm uterine perforation at the right fundus and a 4 cm small bowel perforation. In addition, 3 separate burns to the small bowel were observed. The approximate sizes of the burns are 6 cm, 2 cm and 3 cm respectively. The severity of the burns is unavailable. A small bowel resection was performed to repair the bowel perforation and the bowel burns. No method of treatment was administered for the uterine perforation. The patient was administered the antibiotic zosyn. Additional follow up from the physician reported the patient was released approximately one week later and is doing well. During a follow up medical examination, the patient has a 1 cm external abdominal incision, above the pubic line, which is healing. There were no further complications reported with this event. The patient is reported to be "doing well" and healing post-operatively.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.